Event description:
On (B)(6) 2012, it was reported that the vns patient underwent battery replacement that day due to end of service (eos) and when the new generator was attached to the patient's leads, high impedance was observed. The old generator was at eos and therefore, could not be interrogated prior to surgery. The lead pin was reinserted into the new generator but high impedance was still observed with an impedance value of greater than 10,000ohms. The leads were replaced during surgery that same day. The physician stated that x-rays were taken but there was no visual issue from the x-rays; there was no high lead impedance when referred for consult and diagnostics only showed eos. Diagnostics after the full revision showed results within normal limits. The manufacturer's consultant later confirmed that during surgery was the first time the high impedance was observed. No trauma was reported and x-rays will not be sent to the manufacturer. It was also reported that prior to surgery the patient was experiencing partial complex seizures and could no longer perceive stimulation due to the generator being at eos. A battery life calculation was performed, which showed a negative amount of time remaining until eri=yes. The explanted products were reported to have been discarded by the hospital and therefore, could not be returned for product analysis.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.